Event description:
Information received from the field does not address the patient's clinical status but notes that repeated interrogations sho wed dashes (---) for sensor and pacing parameters. A return to standard (rts) was accepted, but prrogramming after the rts was not successful.